Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s granddaughter reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 470 mg/dl. The customer also reported that customer alleging possible insulin pump under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event customer stated that the drive support cap appears normal. Customer reports insulin exited at the quick release. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.